Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise had been observed on the right ventricular lead. No patient symptoms were reported. The lead was successfully capped and replaced during a device changeout procedure.